Event description:
In 2009, pt reported that her blood glucose levels have been very elevated. Pt reported her last hb a1c has been 9 and 7. Pt stated, her doctor estimated her average blood glucose level to be 250 mg/dl. Pt reported she has not experienced any problems with the buttons of her infusion device. Reviewed infusion device alarm history. Reviewed bolus history; coincides with patient's intended bolus amounts. Review patient's basal rate profile. Pt reported, the nurse at her doctor's office recently changed her basal rate for the time of 12:00 am - 1:00 am. Advised to contact her doctor's office to verify her correct basal rate setting. Pt reported, she believed her blood glucose may be high because she does not exercise enough. Pt stated, she would contact her doctor's office to verify her basal rate settings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.